Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). Physical inspection of the console did not find any damage. The console started without any errors, and lasing was done at 120 watts. The console passed the testing. The error logs were reviewed and confirmed that the reported error 213 was received on the date of the event six times. The console was then turned on for a second time and the error appeared. Testing identified there was no voltage from the laser power supply (lps) to the resonator, but there was voltage going from the power supply to the lps. Due to the error, further functional testing could not be completed. Based on the information available, and console analysis results, the cause that contributed to the reported courtesy error message event cannot be established.

Event description:
It was reported that the patient was administered general anesthesia for the photoselective vaporization of the prostate procedure. After connecting the fiber, the procedure began normally. After 10 minutes of use, error 203 appeared on the console. The console was restarted and the error resolved. After 95 percent of the procedure had been completed, error 203 appeared on the console again. The console was restarted five times, however the error did not resolve. It was then decided to terminate the procedure. The console indicated that maintenance was recommended. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Event description:
It was reported that the patient was administered general anesthesia for the photoselective vaporization of the prostate procedure. After connecting the fiber, the procedure began normally. After 10 minutes of use, error 203 appeared on the console. The console was restarted and the error resolved. After 95 percent of the procedure had been completed, error 203 appeared on the console again. The console was restarted five times, however the error did not resolve. It was then decided to terminate the procedure. The console indicated that maintenance was recommended. There were no patient complications.